Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: trocar was placed in the cannula. Upon removal it was noticed the white tip was off. Tip was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.